Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, target vessel restenosis occurred. In (B)(6) 2005, the patient was diagnosed with non-q wave myocardial infarction. Occlusion of the saphenous vein graft (svg) to ramus intermedius was noted, which was treated with the placement of a 2.75x12mm unknown taxus drug eluting stent. In (B)(6) 2007, cardiac catheterization revealed ostial occlusion in the svg to ramus intermedius. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2007. If implanted, give date: (B)(6) 2005. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).